Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. No damage was noted on the keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 103 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.